Event description:
It was reported that the patient presented for follow up with over-sensing attributed to crosstalk exhibited by the implantable cardioverter defibrillator (ICD). Further information was requested but not received.

Manufacturer narrative:
Further information was requested but not received.

Event description:
New information received notes that crosstalk was observed post-implant after the patient left the procedure room. Programming interventions were made. The patient was asymptomatic.

Manufacturer narrative:
Additional information: b3, b5 e1 , e2,. E3, g2, and h6.